Event description:
The customer has received an alarm. The alarm occurred during bolus. It was informed that the customer was hosptialized for dka. Bgs were treated. The customer might be using the inappropriate set for their body type. The call was interrupted and troubleshooting could not be completed.